Event description:
The user came to the clinic for a regular follow-up. In situ measurements revealed abnormal impedances on several channels, after which imaging was recommended by the clinic. Re-implantation is recommended.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user came to the clinic for a regular follow-up. In situ measurements revealed abnormal impedances on several channels, after which imaging was recommended by the clinic. The recipient has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user came to the clinic for a regular follow-up. In situ measurements revealed abnormal impedances on several channels, after which imaging was recommended by the clinic. Re-implantation is recommended.

Event description:
The user came to the clinic for a regular follow-up. In situ measurements revealed abnormal impedances on several channels, after which imaging was recommended by the clinic. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.